Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing and shock impedances and episodes of noise oversensing. A conductor fracture was suspected and a revision procedure was scheduled. During the revision, the suture sleeve was found broken into two parts and the conductor coil was externalized from the lead insulation. This lead was surgically abandoned and replaced. The patient believes the lead fracture was a result of violent behavior. No additional adverse patient effects were reported.